Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and the vent was plugged into ac , the power supply turns on,the ac indicator turns on and both the internal and external battery charging indicators were on. The charging status for both internal and external batteries were red and the unit passed est (extended systems test).the vent was allowed to charge for an hour with the internal battery indicator yellow and the external battery indicator red. The vent ran on battery power with the compressor on using the external battery first than after 10 minutes it was switched to internal battery power.after 18 minutes a brief low battery alarm was present then the unit shut down. The internal battery was charged to green and battery run test was done using the internal battery. The fsr performed operational verification procedure and no issues were notes. The unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit stopped ventilating while on patient on the avea ventilator. The customer confirmed there was no patient harm associated with the reported event.